Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited backup vvi operation with no backup defibrillation available after multiple shocks during vt storm. The ICD was exchanged. Patient was stable.

Event description:
Related manufacturer reference number: 2017865-2025-11935. New information received stated that the patient presented to the emergency room with multiple shocks from the implantable cardioverter defibrillator (ICD). It was noted that the patient was feeling tired and depressed along with scared from the device. Upon device interrogation, it was discovered that lead noise was detected as ventricular fibrillation and multiple inappropriate shocks were given. Lead fracture was also suspected. The ICD and the lead were exchanged on (B)(6) 2024. Patient was stable.